Manufacturer narrative:
(B)(4): the returned interject injection therapy needle device was evaluated. A visual evaluation was performed which revealed no signs of damage to the device or components. A functional evaluation was performed. The device was leak tested with water, and found that water exited from the needle, and from the proximal end of the outer hub. This confirms the initial report a small amount of water did exit between the inner and outer sheath at the distal end. The inner hub was removed from the outer hub and found that the inner sheath had partially separated from the inner hub. The source of the separation is unknown. It is possible that during the procedure anatomical or procedural factors were encountered which may have contributed to the sheath / hub separation. The root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy.according to the complainant, the needle was placed at the selected site to inject, however, the fluid came out along the side of the sheath and not at the needle. The device was removed and another interject injection therapy needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.this event has been deemed a reportable event based on the investigation results; the investigation found that the inner sheath had partially separated from the inner hub. This could cause a retraction failure of the needle.